Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that he was involved in a vehicle accident. The customer stated that he was wearing the insulin pump, but he was not sure if the accident was due to low blood glucose. The customer stated that his glucose level was in the 40s mg/dl. The customer stated that he was admitted in april, and he was released at the end of june. Initially, the customer called and stated that his insulin pump did not allow him to program a blood glucose of 427 mg/dl. Assisted the customer with attempting to enter a blood glucose higher than 400 mg/dl and it was successful. No further information was provided.